Manufacturer narrative:
Arjo was made aware that there was an incident involving maxi sky 600 ceiling lift and passive clip sling. Assistant director of care stated that during transfer from a wheelchair, at the middle phase of the transfer, a left leg clip detached from a spreader bar attachment point (lug). The patient started to slip down in the sling but did not completely fall out of it. As the consequence of the incident the patient sustained a minor abrasion (scrape) to the thigh area. No medical intervention was required. Arjo representative visited the customer facility after the event to perform the device inspection. No malfunction was found within maxi sky 600 lift or the sling. A reported detachment was not recreated. When they attached the sling clips on the spreader bar attachment lugs, it held as intended. Customer suggested that the sling clip might have detached under tension because it was not applied properly, which would be in line with our product knowledge. Passive clip sling instructions for use (04.sc.00) guides through transferring procedure and informs the user how to attach the sling properly. ¿to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿slightly lift the resident to create tension in the sling.¿ ¿make sure that: all clips are securely attached.¿ to sum up, the maxi sky 600 ceiling lift in combination with clip sling was used as a system for transferring the resident and played a role in the reported event. There was no malfunction found with the lift nor the sling that could have contributed to the incident, however the sling clip detached during use and from that perspective system failed to meet its performance specification. The complaint was decided to be reportable to competent authorities due to the clip detachment during transfer.

Manufacturer narrative:
After the incident arjo representative visited the customer to conduct an interview and the device inspection. The lift and sling were in overall good condition. A reported detachment was not recreated. Additional information will be provided in a follow-up report upon the investigation conclusions.

Event description:
It was reported that in the middle of the patient¿s transfer from a wheelchair, a left leg clip detached from the spreader bar attachment point (lug) and caused the patient to start slipping out of the sling. The patient did not fall completely off the sling. As the consequence of the incident the resident sustained a minor scrape (abrasion) to the thigh area. No medical intervention was required.